Manufacturer narrative:
Evaluation of the transducer will be included in a follow up report upon its return and investigation completion.

Event description:
A customer reported an s8-3t model transducer was not producing an image. There was no injury associated with this event.

Manufacturer narrative:
Evaluation of the transducer confirmed oil separation and damage to the window. A significant buildup of debris on the tip cap, window, bending neck, and bead was also noted. The cause of the extensive damage to this device is indicative of improper handling and maintenance.